Event description:
The pt had been unable to test on their one touch basic original meter. Approximately 1 month prior to calling the pt had visited the hosp and was treated with an injection for high blood glucose levels. Pt described feeling weak and having cold sweats during the time of concern. The pt could not recall results from the hosp or treatment info. Pt could not specify what the problem had been; however during troubleshooting the meter prompted the battery symbol. The pt had replaced the battery and the meter would only prompt the battery symbol. The customer service rep walked pt through powering the meter on and the pt reported that the meter prompted the battery symbol. The pt did not have any quality control supplies to complete troubleshooting. Pt's meter was replaced. Senior medical affairs specialist mailed a letter since the pt could not be reached. There is insufficient info to suggest that the pt experienced injury or medial intervention due to the meter. It is unk how long the pt had been unable to test and if the pt attempted to test prior to visiting the hosp. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.